Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l56463, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
It was reported that a granuloma was noted on a computed tomography (CT) scan as reported by the healthcare provider (hcp). The patient reportedly was not receiving ¿intramural¿ therapy because of the noted granuloma around the catheter. There was no action planned at that time. The patient was ¿symptomatic¿ from the granuloma. The patient status at the time of the report was alive with no injury. The patient previously had a morphine 50mg/ml solution in the pump, but had been weaned off. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.